Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had a report of inappropriate anti-tachycardia pacing (atp) and shock delivery until therapy was exhausted due to a supraventricular tachycardia. There were no known or alleged adverse effects received/identified to date. This device remains implanted and in service.